Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing on the ventricular channel due to post-paced t-wave oversensing was observed via a merlin at home transmission. The oversensing was noted on a stored egm. Programming changes were recommended